Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) and valve were not returned and therefore analysis could not be performed. Procedural images were not available. Manufacturing controls are in place to ensure that the dcs met specification requirements prior to release from the manufacturing facility. Complications were reported upon releasing the valve. Per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. Based on the information provided and without procedure imaging to review, the cause of the deployment difficulty could not be determined. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The relationship to the dcs could not be established. As reported, the valve was planned to be deployed approximately 7-8 millimeter (mm) below the annulus plane, which was reported to have been 3-4mm below the surgical valve. The recommended target implant depth is 3-5 mm. Potential factors for dislodgement include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Inaccurate delivery is often influenced by patient anatomy and user technique. It was unclear if the reported inaccurate positioning of the valve may have played a role in the reported valve dislodgement. In this case, the most likely cause for the dislodgment was due to the dcs not releasing. The valve was later snared; though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). As reported, the coronary arteries were perfusing and there was no issue identified on the electrocardiogram (ECG). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ overall, this event does not indicate device malfunction. No evidence was found that the reported case was based on malfunctions, deterioration or changes in the characteristics or performance or on inaccuracies in the labelling or instruction leaflet of the device. Updated date: h6 method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a previously implanted surgical valve with insufficiency and aortic regurgitation, the implant depth was planned to be approximately 7 ¿ 8 millimeter (mm) below the annular plane, which would measure 3 ¿ 4 mm below the surgical valve. Angiography showed the valve was positioned on the non-coronary cusp (ncc) side between the first and second valve node, approximately 8 mm below the annular plane. Prior to release, it was recommended to control the position of valve in the left anterior oblique (lao) view. It was not possible to determine the implant depth when the physician released the valve. As the valve was released, one of the paddles did not release from the delivery catheter system (dcs). The physician pushed gently but the dcs did not release. The dcs was rotated, and the valve eventually released. The valve dislodged into the inflow of the previously implanted surgical valve. Coronary artery perfusion was confirmed, and no issues were identified in the electrocardiogram (ECG). Three days following the valve implant, the valve was repositioned with a snare and a new valve was implanted. No additional adverse patient effects were reported.